Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended, and attempts were made to clean the pump and reconnect the cartridge, but the issues persisted. Technical support provided guidance on allowing time for moisture evaporation, but the customer chose to set up a new pump that was previously received.